Event description:
Boston scientific received information that this right ventricular (rv) lead had become dislodged one month post implant. A lead revision was performed and in the attempt to reposition the lead, the helix would not extend. The lead was removed and a new right ventricular (rv) lead was implanted successfully. There were no adverse patient effects.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations, however but did note other findings not related to the allegation. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and dried blood/body fluid was noted in the lumen. A slice in the suture sleeve and deformed coils were also observed in analysis. A separation noted between the distal end of the anode electrode ring and neck of the insulation likely related to the explant procedure. The lead did not pass the guidewire test due to the presence of blood/body fluid. The lead tip was found in tact and undamaged, nothing found that would contribute to the dislodgement.

Manufacturer narrative:
The explanted lead will be returned for analysis. Once analysis has been completed, this report will be updated.